Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: we¿ve had some recent reports about the smart sites being unable to be flushed without have any visible kinks or being attached to an IV line/patient. Smartsite extension set would not flush (trying to prime prior to connecting. No visible kink in line.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: we¿ve had some recent reports about the smart sites being unable to be flushed without have any visible kinks or being attached to an IV line/patient. Smartsite extension set would not flush (trying to prime prior to connecting. No visible kink in line.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the smart sites are unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model 200039e lot number 20075474 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.